Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a hypoglycemic event and intermittent out of range on (B)(6) 2014. Patient said they felt dizzy and had low blood sugar. Patient then became unresponsive, patients boyfriend administered fasting glucose pills and orange juice. Patients' blood sugar levels began to rise but then dropped again. Patient was taken to urgent clinic by her boyfriend. Patient was then transferred from urgent clinic to the emergency room. At time of contact patient was feeling ok and did not report and further injury or medical intervention.

Manufacturer narrative:
(B)(4).